Event description:
Review of service data detected a reportable problem. During servicing, belt sn (B)(4) would not securely latch to a monitor. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the trunk cable connector would not securely connect with the monitor. The cause for the inability to properly connect with the monitor is a defective trunk cable connector. The root cause has not been positively identified. No adverse event resulted from the damaged electrode belt connector. The last person to use this belt did not report and deficiencies.